Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, quality control, functional testing, and visual inspection of the returned device was conducted during the investigation. One (1) three-way plastic stopcock was returned for examination. One 2 mm crack and one 3 mm crack are noted at the base. Device leaked during leak testing. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the root cause for the stopcock crack was determined to be related to manufacturing as hydroscopic properties of the stopcock stem material can result in an increase in diameter, raising the potential for cracking of the stopcock body. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A three-way plastic stopcock was reported to be cracked. The cracks were observed prior to the device being used on a patient.